Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 7.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced seven infusion set cannula kinked event on 04-oct-2024, 20-oct-2024, 29-oct-2024, 04-nov-2024, 16-nov-2024, 28-nov-2024, 01-dec-2024. The event occurred within three hours of insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.